Event description:
The event occurred on an unknown date involving a chemolock¿ where the customer reported that chemolock injector has been detaching or leaking after being attached to its tubing. They have reviewed the set¿s set-up with the staff, and even when you hear the click and screw the collar of the tubing onto the chemolock, it still disconnects or leaks. In some cases, this has resulted in loss of chemotherapy drug to the child and potential exposure to staff and family. The customer also mentioned that those are typically hazardous drugs so not ideal to keep. It has happened several times over the last few months so not consistent lot numbers. There was patient involvement but no report of patient harm.

Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The complaint of disconnection / loose connection on item cl-2000s could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.